Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the circuit board was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. The reporter stated the display was faint and hard to see. Upon completion of a display check, all of the segments appeared but were faint.